Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date due to unspecified reasons. A new aus device consisting of 4.0cm cuff, a 61-70 cm h2o balloon and an pump, was implanted.